Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported following a catheter revision ¿three months ago¿ (refer to manufacturer report # 3004209178-2014-03936 for the revision), the patient went in to have his pump filled and on his way out he felt euphoric and warm. He knew that some of the medication went ¿right into his bloodstream¿ as opposed to the pump because he then went through withdrawal and ¿detox¿ the next day. He had vomiting, diarrhea and was sick in general. After the ¿second bout of withdrawals¿ from the alleged pocket fill, refer to manufacturer report # 3004209178-2014-03936 for the first ¿bout¿, he didn¿t eat or drink anything. The patient reportedly blacked out at his next office visit and had to be taken via ambulance to the hospital. The device system was currently used to deliver bupivacaine, baclofen and dilaudid however it was not specified what the medications were at the time of the event. Additional information has been requested, but was not available as of the date of this report.